Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "lumpy tear troughs", "swelling", "aggregated eye bags" and markers for "autoimmune" disease are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their practitioner as soon as possible. The practitioner should treat these as appropriate.

Event description:
Healthcare professional reported approximately 3 months after injection in the tear troughs with unspecified juvederm ultra, pt developed "lumpy tear troughs". No treatment of any symptoms was reported for this event. Approximately 2 years after injection pt "re-presented with swelling", further clarified as "aggregated eye bags" at the tear troughs "which worsened...in the hot weather". "Tests" were performed which "proved that [the pt] got the markers for autoimmune disease, which [they] did know anything about it". Pt was treated with prednisolone.